Event description:
It has been reported to philips that the system did not boot up successfully.the issue was found during clinical use. No harm has been reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. Customer was performing coronary diagnostic procedure and was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up successfully. Review of the system log file showed suite-pc irregularities. Upon troubleshooting, fse found issue with the suite pc software. Fse upgraded suite pc software to 2.2.7. Fse recommended to replace suite pc if happens again. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.